Manufacturer narrative:
H10: a philips field service engineer evaluated the device and reported the issue occurred during device testing. There was no patient impact. The fse determined the battery was depleted. The issue was resolved by charging the battery. No part replacement occurred. The device was operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator shut off while in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).